Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The patient did not experience any symptoms directly related to high impedance; the main consequence was that he could not train properly anymore. It was reported that impedances were measured twice after re-operation, which showed the same set of electrodes (different manufacturer) showed high impedances. The patient returned home after the intervention, and additional impedance measurement was planned at their next follow-up appointment on (B)(6). It was also noted that the root cause analysis was not available since the lead was still implanted.

Manufacturer narrative:
Per event information, the device was used with a lead from another manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance. Re-operation occurred to determine cause of the issue. During reoperation, the lead was evaluated, but had normal impedances. Impedances were also normal when the implantable neurostimulator (ins) was reconnected to the lead. It was reported the ins was being used off-label, and the patient's lead was from another company. The patient was doing fine, and no symptoms were reported as a result of the event. The physicians planned to do a root cause analysis.